Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphic user interface (gui) printed circuit board and motherboard printed circuit board (pcb), which resolved the issue. The ventilator passed extended self tests (est), short self tests (sst), oxygen calibration, electrical safety, and performance verification tests (pvt).

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.